Manufacturer narrative:
Concomitant medical products: prowler select plus microcatheter, launcher guiding catheter, sl10 microcatheter, traxcess guidewire, gt wire, orbit (qty 1), deltapaq (qty 4), and ed coil (qty 1). Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Note: lake region lot number 01422126 which is cordis lot number 01422126. Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01422126. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The complaint received states that this (B)(4) study patient underwent cerebral aneurysm coil embolization with stent assistance and then post procedure suffered a cerebral infarction. The procedure was coil embolization assisted with the vrd. The target aneurysm was located in middle a-com with a saccular unruptured aneurysm. The aneurysm had a 5.4mm neck and the neck to sac ratio was 5.4/5.6mm, and the parent vessel size/diameter proximally was 2.1mm and distally was 2.4mm. Medications consisted of aspirin 100mg/day ((B)(6) 2010- ) and plavix 75mg/day ((B)(6) 2010-(B)(6) 2011). Products utilized consisted of prowler select plus microcatheter, launcher guiding catheter, sl10 microcatheter, traxcess guidewire, gt wire, orbit (qty 1), deltapaq (qty4), and ed coil (qty 1). The enterprise was fully expanded and apposed to the vessel wall after initial placement. Post coil placement the enterprise was fully expanded, apposed to the vessel wall and in a stable position as compared to pre-coil insertion. No coils were protruding into the parent artery. There were no indications of any factors contributing to a hypercoagulable state. . The act pre-procedure was 149 seconds and post-procedure was 313 seconds. Thirty minutes post procedure, the patient developed hemiplegia and left brain infarction was confirmed. Infusion of radicut and rehabilitation were provided, and recovery was confirmed (date unknown). The patient was discharged approximately three weeks after onset. The modified rankin scale pre-procedure was 0, after procedure and within a week was 1, and after 30 days it was 0. No procedural films are available. The stent remains implanted thus unavailable for analysis. Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01422126. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. This packaging lot contained 75 units, which were shipped from lake region medical on april 29, 2010. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Cerebral infarction is known potential adverse event associated with neurovascular stent implantation procedures and is listed in the IFU as such. The act of cerebral stent implantation inherently produces a localized vessel injury potentially leading to release of atheromatous material into the downstream flow or vessel spasm in reaction to the introduction of the devices that may slow or completely occlude the blood flow. The introduction of interventional devices and stent implantation may lead to a slowing or stoppage of blood flow to the downstream vessels and structures of the brain causing infarctions of these structures. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient¿'s complex medical status, vessel characteristics and procedural factors may have contributed to the event.

Event description:
The report from the clinical study (B)(4) for patient with ID (B)(4) indicated that infarction and hemiplegia in the left brain developed 30 minutes after the procedure with an enterprise vrd system (enc452212). Infusion of radicut and rehabilitation were provided, and recovery was confirmed (date unknown). The patient was discharged approximately three weeks after onset. No coil was protruding into the parent artery. The enterprise was fully expanded and apposed to the vessel wall after initial placement, and the enterprise was fully expanded, apposed to the vessel wall and in a stable position as compared to position after placement. There were no indications of any conditions causing hypercoagulable state. The procedure was coil embolization assisted with the vrd the target aneurysm was located in middle a-com with a saccular unruptured aneurysm with the saccular unruptured aneurysm had a 5.4mm neck and the neck to sac ratio was 5.4/5.6mm, and the parent vessel size/diameter proximally was 2.1mm and distally was 2.4mm. A cd copy of the procedure is not available. Medications consisted of aspirin 100mg/day ((B)(6) 2010) and plavix 75mg/day ((B)(6) 2010 - (B)(6) 2011). No further information was available.